Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not fire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block e1: the physician name is dr. (B)(6). Block h6: problem code 2906 captures the reportable event of clip did not fire. Block h10: investigation results visual examination of the returned complaint device found that the clip assembly was attached to the control wire and the device had not been activated. Additionally, the capsule was observed to be stuck on the bushing. Functional evaluation could not be performed due to the returned condition of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip did not fire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.